Manufacturer narrative:
(B) (4) - not specifically addressed in attached caution label. Specifically addressed per the attached caution label. Product was returned in a used and damaged condition. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Per the attached caution label, it is illustrated; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." An examination of the returned damaged product shows the weld ball has separated from the mandril. This can occur either by damage through contact with the needle or excessive force beyond its intended design during withdrawal due to tortuous anatomy. We will continue to monitor for similar complaints.

Event description:
On (B) (6) 2010, the PICC nurse was using micropuncture to gain access for PICC line placement. The nurse stated that when he withdrew the wire, the distal tip of the wire shredded off with no resistance. The pt was taken to special procedure and the foreign body was removed via snare. There were no adverse effects on the pt due to this occurrence.